Event description:
In (B)(6) of 2011 I had breast augmentation surgery. Over the past 8+ years, I have had so many health issues that I feel like my body/mind are exhausted from trying to keep me alive. I have pain-especially on the outer sides of both breasts. Fatigue, brain fog, memory loss, muscle pain and weakness, joint pain of neck, shoulder, back, hip, hands, feet, ankles; hair loss, obsessively pulling out eyelashes, skin itching, rash, insomnia and poor sleep, blurred vision; slow healing, easy bruising, vertigo, headaches, throat clearing, difficulty swallowing, nausea; severe night sweats, heat intolerance, candida, ear ringing, sudden food intolerances (dairy), heart palpitations, changes in heart, heart pain, blood pressure problems; cold and discolored feet and legs, chest discomfort, shortness of breath, pain and burning sensation around the implants; severe depression, severe anxiety, panic attacks, feeling like I am dying, symptoms of lyme-tested negative by primary doctor, symptoms of autoimmune diseases-tested negative by primary doctor, newly developing phobias. FDA safety report ID# (B)(4).